Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scractched and unreadable. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the alleged damaged display issue was verified. Scratches were observed on the display cover lens. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)